Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H11: the actual device and a photograph were returned for evaluation. The returned photograph was reviewed, and the reported issue of leakage was not easily identified. The actual device was visually inspected, and the reported issue of leakage was not easily identified. Functional testing was performed by loading each of the tube set into a repeater pump and pumping programmed volumes of 20ml at high speed four times and 80ml in total, and the sample had no leaks observed, and whole tubing set is intact. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked from a missing ¿diaphragm¿. This was observed during setup. There was no patient involvement. No additional information is available.